Event description:
It was reported that the left ventricular (lv) lead was explanted due to loss of capture. It was caused as the patient fell. The physician tried to reposition the lead but was complicate. Subsequently, a new lv lead was successfully implanted. No additional patient adverse effects were reported. This lead is not expected to return for analysis.